Event description:
During the procedure, the physician was having trouble getting the reperfusion catheter 041 to pass through a 6f envoy. The physician applied a fair amount of pressure with the guide wire and eventually decided to pull the sys out of the guide. As he was doing this, the catheter broke. The physician felt that it was likely that the catheter broke because of the force they were using to remove the sys. They then replaced the sys with a new reperfusion catheter 041 and were able to pass it through the guide.

Manufacturer narrative:
Technical eval: the reperfusion catheter material was stretched over 13.5 cm at the separation point. The separation occurred about 17.0 cm from the tip. The device appears to have been under a lot of stress before breaking as evidenced by the stretching and damage. The stretching of the device most likely occurred during the withdraw of the guide wire. This may have happened when the wire was coming to hard stop at the transition to the flexible zone of the catheter. At this point, more force was applied and resulted in increased friction and a hard stop. The friction between the two devices caused the lumen walls of the catheter to weaken and stretched the material to the point of creating a hole and separating the distal section from the rest of the catheter. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. Incident # 0185. Part # 0829 / b. Reperfusion catheter 041. Lot # f12841 (same as l12841). Part # 0479 / a. Separator 041 (device was not rec'd and was not evaluated). Lot # f12320 (same as l12320). A review of the device history record (DHR) was completed on part # 0829 (lot # l12841). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot was associated with ncr 542 for which two different lots of coils used in the final assembly were mixed; ncr disposition was to combine the lots in a new lot number for traceability purposes. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement. In addition, the separator lot l12320 DHR was reviewed and show no anomalies with mfg process, the lot has passed all the required dimensional, visual and tensile inspection per the process monitoring requirements.